Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. No manufacture date or serial number were able to be found for the programmer. (B)(4).

Event description:
It was reported that the programmer was showing the estimated longevity of the device to be much lower than what would have been expected at the time of the device check. It was found that the programmer interrogated the device with an old version of the software; when the device was interrogated using an updated version, the longevity estimate was within expected ranges. The programmer is planned to be updated, and will not be returned at this time. No patient complications have been reported as a result of this event.